Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The flow sensors were recommended for replacement. The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The flow sensors were recommended for replacement.

Event description:
The hospital reported the unit alarmed indicating the unit was over-delivering tidal volume during a case. The patient was switched to a different mode f ventilation. There was no report of patient injury.